Event description:
During robotic cystectomy procedure the xi 45 stapler did not complete the full 45 blue staple. The xi 45 stapler was removed from the patient and the key was needed to open the stapler.